Event description:
As reported by the edwards territory manager, during a transfemoral tavr procedure the sapien valve was implanted 50:50 in the annulus. Tee immediately after placement showed a mild to moderate paravalvular leak (pvl) and central ai. The surgical team decided to place another sapien valve, which was successfully placed just distal to the first with minimal overlap. Tee showed the pvl reduced to trace and the central ai had been eliminated. Following sheath removal the patient was transferred to ICU in stable condition. Additional information revealed that the native leaflets had moderate calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause for the pvl and central ai cannot be confirmed; per report the valve position was appropriate, and the native valve calcification was moderate; however, deployment of a second valve rectified the issue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.